Event description:
Additional information received reported that the uti was not considered to be related to the device and they did not know what the outcome was because the patient¿s children moved the patient to a different area in the state. The patient had not been seen since (B)(6) 2013.

Manufacturer narrative:
Product ID 3889-28, lot# va08745, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had treatment for a uti. It was noted that there was no injury.